Event description:
The patient had not been experiencing renal impairment prior to left ventricular assist device (lvad) implant. The patient's hemodynamic compromise was caused by the pericardial effusion and ventilator associated pneumonia. A cause of the pericardial effusion was not able to be identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists pericardial fluid collection, infection, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. A specific cause for the reported events (pericardial effusion, pneumonia, and renal impairment), as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operating room on (B)(6) 2019 for a pericardial window and aspiration of pericardial fluid for significant pericardial effusion. At the time of the patient's return to the operating room the patient was hemodynamically compromised, was being supported by pressors, and was experiencing renal impairment which required dialysis. The patient had developed ventilator associated pneumonia that grew yeast and had to be treated with a broad spectrum antibiotic. The patient had not left the intensive care unit (ICU) from the time of implant to the time they were transitioned to palliative care, as they did not wish to continue treatment. Ventricular assist device (vad) support was stopped on (B)(6) 2019, following which the patient expired.